Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's daughter reported that her mother received readings of 91 mg/dl, 82 mg/dl, 342 mg/dl, 54 mg/dl, 79 mg/dl, 156 mg/dl and 167 mg/dl within 45 minutes on the adc blood glucose meter, which were perceived to be erratic. Customer experienced symptoms described as sweating, confusion and "not able to communicate with" and was seen by the doctor who treated with unspecified dose of lantus. A reading of 99 mg/dl was obtained on the hcp (unknown time). Customer was reportedly diagnosed with "hypoglycemia"; however, it should be noted that the treatment provided is not consistent with the diagnosis. There was no report of death or permanent injury associated with this event.

Event description:
Customer's daughter reported that her mother received readings of 91 mg/dl, 82 mg/dl, 342 mg/dl, 54 mg/dl, 79 mg/dl, 156 mg/dl and 167 mg/dl within 45 minutes on the adc blood glucose meter, which were perceived to be erratic. Customer experienced symptoms described as sweating, confusion and "not able to communicate with" and was seen by the doctor who treated with unspecified dose of lantus. A reading of 99 mg/dl was obtained on the hcp (unknown time). Customer was reportedly diagnosed with "hypoglycemia"; however, it should be noted that the treatment provided is not consistent with the diagnosis. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. The dhrs (device history review) for the freestyle strips were reviewed the dhrs showed the freestyle strips passed all tests prior to release. Retain testing was performed for freestyle strips and all units performed in the specification and passed. The dhrs for the freestyle freedom lite meter was reviewed. The dhrs showed the freestyle freedom lite meter passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.